Manufacturer narrative:
The field service representative (fsr) verified the reported issue. It was determined that the 24 volts (v) vmot voltage was being pulled down out of range. All modules and roller heads were not receiving 24 volt signal to boot up. After several attempts the machine would finally boot. Furthermore, the issue was identified to be related to a short. Since the issues was affecting both network interface card (nic) boards the most likely cause would be the power manager board. He replaced the power manager board. The unit operated to the manufacturer's specifications. The suspected device was sent back to the manufacturer for further evaluation.

Manufacturer narrative:
After further investigation, it was found that multiple complaints were reported as different symptoms of the same issue. The investigation of these symptoms will be combined and captured on (B)(4) / medwatch #1828100-2019-00395.

Manufacturer narrative:
The reported issue was discovered upon turning the unit on with no case or surgery involved.

Event description:
It was reported that during the use of the device for a non-clinical activity, the pump screen would not turn on until approximately three minutes after powering on. There was no patient involvement.